Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing computer was failing, which would prevent imaging. Review of log file showed that inconsistent image store. During troubleshooting, fse found that issues with the drives in the ippc. Fse replaced hard disc and re-create image store performed. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the device's image processing computer was failing, which would prevent imaging. No harm has been reported to philips. Philips has started an investigation of this complaint.